Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the nerve damage were that the physician put in the stimulator and damaged the nerves. The issue is not resolved and the patient still has nerve damage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the healthcare provider (hcp) put the implant in, they damaged the nerves on the right side. The patient said the hcp admitted to the nerve damage. The patient said they get pain from that as well. The hcp told the patient not to use the stimulator unless he needed to because they don¿t want the patient to get used to it. No further complications were reported.